Manufacturer narrative:
Updated fields: this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the high definition lcd monitor had a sudden screen blackout. The issue was found during inspection for use for a diagnostic procedure and it was completed with a similar device without delay. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the device was ran for 7 days and no issues were found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.